Manufacturer narrative:
To date the device involved in the reported incident was not yet receive for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that on (B)(6) 2018, the swivel lock of the a2114 mayfield infinity xr2 skull clamp did not seem to engage and the customer stated that the pins came out . The product problem resulted in a 15-20 minute surgery delay. Additional information received on 06apr2018 indicating the (B)(6) male patient was pinned in a supine position for a posterior cervical spine fusion procedure. After being turned into prone position, the nurse and surgeon were attaching the clamp to the mayfield frame, the patient's scalp moved forward, bunching up the forehead. The pin closest toward to the anterior portion of the patient's skull was exposed. The surgeon who was positioning the patient said that the rocker moved causing the pin to be exposed. The length of time the device was in use was five (5) minutes before the event occurred. No injury was reported due to the product problem. The pins were released and repositioned two (2) more times. The procedure proceeded with the same clamp.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and it has passed all specific functional testing requirements. The device history record review showed no abnormalities related to reported incident. There were no variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The complaint reported was unable to be confirmed. Repair depot was unable to duplicate complaint from hospital. Root cause undetermined.